Manufacturer narrative:
Concomitant medical products: product ID: a2dr01 ipg, implanted: (B)(6) 2015. The lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial oversensing. Analysis of the device memory indicated a p-wave amplitude measurement issue.

Event description:
It was reported that there was oversensing and noise on the right atrial (ra) lead when the patient moved their arms. The oversensing was causing in appropriate mode switching. The parameters on the lead were reprogrammed and the lead remains in use. No patient complications have been reported as a result of this event.